Manufacturer narrative:
Report date: 22jan2019. Date rec'd by MFR: 21jan2019. Multiple attempts have been made to try to follow up on the repair of the device. No response was received from the customer. Should new information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18dec2018. The product support engineer (pse) troubleshot the issue with the customer over the phone. Therefore, the reported condition could not be verified. The pse recommended that the power management (pm) printed circuit board assembly (pcba) be replaced. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator would not power on/off intermittently.the ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used..